Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdqs0290 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that rn went to flush port a cath, was unable to flush line or get blood back. Port needle was deaccessed. Unable to use safety feature needle was slowly taken out. When needle was taken out, it was bent at a right angle. Port was reaccessed and was able to be flushed with blood return.